Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the power cord was replaced and returned for evaluation, as a preventive measure. Additionally, a new footswitch was ordered. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 21, 2008. Based on qa assessment, the product met specifications at the time of release. A power cord was received for evaluation. The system was found to meet specifications and the returned power cord was replaced as a precautionary measure; therefore, the returned power cord will not be tested. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that during a procedure, the system shut down on its own. The system was switched out to complete the case. There was no patient harm. Additional information has been requested.